Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8840 lot# serial# unknown, product type programmer, physician. (B)(4).

Event description:
Additional information reported indicated, the patient had concerns with the length of time it took to administer a programmed bridge bolus, in its entirety. The patient reports having a medication refill on (B)(6) 2013 and during that time, fentanyl was added to the pump. Previously, he had only hydromorphone in the pump. A bridge bolus was programmed to occur for duration of 4.75 days. The patient questioned the validity of the length of time the bridge dose would take. The patient indicated he did "the math" and calculated it should've only taken 1.6 days to administer.

Event description:
It was reported that the incorrect rate was programmed into the patient's device after a refill. The pump was set to 12,000mcg/day instead of the intended 1200mcg/day. It was stated that the error was caught before the patient left the appointment and he was reprogrammed to the correct rate. The drug used in this system was fentanyl.